Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('lot of pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy") and pruritus ("itching"). The patient was treated with surgery (removal surgery for essure). Essure was removed. At the time of the report, the pelvic pain, allergy to metals and pruritus outcome was unknown. The reporter considered allergy to metals, pelvic pain and pruritus to be related to essure. The reporter commented: plantiff reported she was in lot of pain. Medication are not helping her that much. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-apr-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('lot of pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy") and pruritus ("itching"). The patient was treated with surgery (removal surgery for essure). Essure was removed. At the time of the report, the pelvic pain, allergy to metals and pruritus outcome was unknown. The reporter considered allergy to metals, pelvic pain and pruritus to be related to essure. The reporter commented: plantiff reported she was in lot of pain. Medication are not helping her that much. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: case become incident, newly added events- nickel sensitivity, itching, reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.